Event description:
Event desc: nasogastric tube insertion was attempted x2, but was unsuccessful. The pt became distressed from attempts and became tachypneic, hypertensive and experienced decreased oxygen saturation from coughing. Xylocaine spray was applied to nares. The nasogastric tube was passed without resistance in the left nostril. Pt again started coughing. A chest x-ray was done to confirm placement. The x-ray confirmed right lung placement which resulted in a pneumothorax. A chest drain was successfully inserted.

Manufacturer narrative:
There was no sample returned for evaluation. Feeding tube placement is dependent on the clinician and pt. The actual tube/stylet does not influence where it is placed.